Event description:
It was reported that a pericardial effusion occurred with subsequent explant. A watchman access system (was) was positioned and two 33 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. The first deployed device was fully recaptured. The second device was deployed with two partial recaptures before it was successfully placed. The patient was discharged the following day post-procedure without complications. Approximately four days later, the patient presented to the hospital complaining of not feeling well. A transesophageal echocardiogram was performed to reveal a pericardial effusion. The patient was admitted and a pericardiocentesis was performed, which removed 875 cc of fluid. Two additional pericardiocentesis were done which removed about 160 cc of fluid each time. Three days later, the patient was sent to surgery for laa ligation and mitral valve repair. The watchman closure device was explanted. The surgery was successful. No further complications were reported and the patient was discharged.